Manufacturer narrative:
Corrected information has been provided in b.2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported event. There are no other complaints in this lot. Customer and technical affairs were contacted to assist the customer with their concerns. Investigation has been completed based on current information. No further action warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that they have patient's that have experienced toxic anterior segment syndrome (tass). A completed questionnaire was received indicating the patient received medical treatment in the right eye of a adrenocortical steroid injection. An antibiotic, steroid and non-steroidal were administered to the patient. This is the first of six (6) reports from this facility.